Manufacturer narrative:
Exact date unknown, event occurred approximately a few days before the revision procedure.

Event description:
It was reported the implantable pulse generator (ipg) could be seen through the skin at the pocket site. The physician noted the patient had a history of poor wound healing, but the incision site had healed postoperatively, and it is unclear why it reopened. The patient underwent a revision procedure where the ipg was replaced due to risk of infection, and the pocket site was moved from the patient's left buttock to the right side. The patient did well postoperatively. The device was discarded by the facility and was not returned for analysis.